Event description:
Additional information was received. Hcp reported the cause of the event was a fall due to seizure event. Patient was evaluated in hcp office on (B)(6) 2012. It was reported no patient injury and patient recovered without sequelae. No abnormality noted with the pump.

Event description:
The patient was an epileptic and had been controlled for "years and years." They recently decided to put the patient on hormone therapy and she had 25 seizures in a week; 4 of them were grand mal seizures that lasted more than 30 minutes. The patient had a fall related to the seizures and was very sore. Ever since the seizures, the patient's pain had increased three fold. From (B)(6), the patient had an almost 80% decrease in pain; the pain intensified following the seizures. The patient was severe. The pain continued after (B)(6) even after they had adjusted her dose; the patient used all of her allowed boluses each day and her pain was still not managed. An MRI was scheduled for the end of december to rule out any dislodgment or tear in the catheter from the seizures; the patient was to see the physician again in (B)(6) following the MRI. The patient was nervous because she didn't know that having a seizure could break her catheter. It was also reported that the pump stuck out at the top edge "where it has the triangular piece"; when the patient sat down, part of it went "to her butt cheek" and part of it went her back and it was extremely uncomfortable. Laying on anything flat or sitting on anything was very painful. The patient had never had back pain until she got the pump; the patient didn't know if it was the pump or if it was because she had lupus and "it" doesn't like anything foreign in her body. The patient was happy with pain management that she received from the pump prior to the recent events. The patient fell on (B)(6) 2012 and tore her acl; she went to the e.r. And got "30 percocet" because she was in so much pain. The patient had also had a vaginal reconstruction and bladder reconstruction surgeries 13 days ago. The device system was delivering morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a catheter migration after initial pump implant. The patient also had discomfort at the pump site and wanted the pump repositioned. A catheter access study was done. The patient experienced pain. The event required replacement of the entire catheter. The patient was doing well. On (B)(6) 2013, the patient was seen for catheter access port study. An attempt was made to aspirate cerebrospinal fluid (csf) but none was aspirated. Fluoroscopic evaluation of the catheter system appeared to demonstrate being in the proper position. No fluid could be aspirated, however, and there appeared to be evidence of catheter occlusion. In light of the patient's history of shellfish allergy, intrathecal dye was not used. The pump was decreased 10% in anticipation of possible catheter revision. The patient had diminished reduction of pain suggestive of either catheter breakage or catheter migration out of the intrathecal space. Fluoroscopic guidance was performed demonstrating the catheter could have been out of the intrathecal space. As of (B)(6) 2013, the pump was tapered down to normal saline. The patient was brought to surgery to perform a catheter dye study, catheter revision, and pump pocket revision with reprogramming. Withdrawal of csf from the catheter access port was again tried, but no fluid could be obtained. Dye was pushed through the system and noted to leak out of the subdural space in the lumbar paraspinal region. This indicated the pump had migrated out of the intrathecal space. The pump was then easily removed as well as the entire catheter system. The pump was moved in light of discomfort from the previous pump location. The patient had tolerated the procedure well with no complications.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2012. Product type: programmer, patient: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, due to the patient's lupus diagnosis, her pump became "encapsulated" and migrated to her tailbone area. This was very painful for the patient, especially while sitting down. The pump would tilt at an angle while she was sitting down and it aggravated the sciatic nerve. It was also reported that, in (B)(6) 2012, the patient at 8 grand mal seizures in 4-5 days. After that, the patient noticed that the pump was not helping her pain. The healthcare provider (hcp) even increased her medication, but it did not help. In (B)(6) 2012, the patient had a vaginal reconstruction surgery and no one wanted to give her pain medications because of her pump, but the pump was not helping her pain. The doctors did an MRI and saw that the grand mal seizures had caused the catheter to come out of position and it was just "floating" around in her back. In (B)(6) 2013, the patient had a fluoroscopy test done. In (B)(6) 2013, the hcp moved the pump and catheter. The pump was placed higher up on the patient's left side. The pump medication at the time of this event was not reported. However, at the time of the report, the device system was used to deliver dilaudid.